Event description:
This letter is to inform you of this adverse event as the suspect device biomet optipac 80 rbc cement, catalog no 47125003981, lot numb b726804550 is not manufactured or imported by depuy synthes joint reconstruction: clinical adverse event received for irritation and tenderness at biceps femoris insertion (at head of the fibula). Event is not serious and is considered mild. Original implant date (B)(6) 2018. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).